Manufacturer narrative:
(B)(4). Medical product: biomet tibial locking bar item# 141205 lot# 106210; max cr-lip dcm brng 12x71/75 item# 11-146352 lot# 794500. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Photograph provided shows explanted bearing with blood stain, a detailed evaluation could not be performed. Primary operative notes provided state that there were no intra- operative complications. X-ray evaluation by mmi states that overall fit and alignment of the implants is appropriate with normal bone quality. Possible polyethylene wear of the medial and lateral compartments. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately nineteen years and eleven months post implantation due to implant wear. There is no additional information available.